Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose level was hi on (B)(6) 2012. On (B)(6) 2012 at 8:00am, her blood glucose level was 360 mg/dl and she was vomiting. The patient's mother programmed a bolus of 5 units of insulin via the infusion device. At 9:00am her blood glucose level was 240 mg/dl and the patient was taken to the emergency room. The patient was admitted to the intensive care unit. The patient had hyperglycemic crisis with ketone bodies (4.6) with clinic symptomatology. Infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.